Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of converter, failure of igniter and issue with the diaphragm unit which controls the brightness. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the converter and the igniter contributed to the display of error e103, and the emergency lamp illuminated. In regard to the other identified malfunction, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had emergency light turned on and error 103. The issue was found during sedation (device inside patient) of an unspecified diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.